Event description:
Hcp reported "malfunction of battery, shocking sensation right." The device was explanted and returned to the the MFR for analysis. A f/u report will be sent when add'l info is rec'd.